Event description:
Respiratory therapist and nursing staff were present at the patient's bedside when the patient's saturation rates dropped down into the 40's and the ventilator suddenly would not give a breath in intermittent mandatory ventilation (imv) mode and went into the apnea mode. The patient had been on this ventilator for five days prior to this occurring. The patient was immediately removed from the ventilator and manual resusciation was provided until a different ventilator was provided. The replacement ventilator worked appropriately. The respiratory therapist reported that the et tubing was in an "awkard position" when the incident occurred and there was an initial thought the patient had self extubated, but upon reintubation the physician stated the et tube placement was fine.the ventilator was tested by a third party which is the contracted provider for pm's and equipment repair. This ventilator is a rented unit from hillrom. The last preventive maintanence performed on this unit was performed by hill rom just a few months prior. The third party performed their inspection of the unit and could not duplicate the problem with no error code detected. There was no harm to the patient and no further intervention was required. Manufacturer response (as per reporter) for 7200 ventilator, (brand not provided)unknown at this time.

Event description:
Respiratory therapist and nursing staff were present at the patient's bedside when the patient's saturation rates dropped down into the 40's and the ventilator suddenly would not give a breath in intermittent mandatory ventilation (imv) mode and went into the apnea mode. The patient had been on this ventilator for five days prior to this occurring. The patient was immediately removed from the ventilator and manual resusciation was provided until a different ventilator was provided. The replacement ventilator worked appropriately. The respiratory therapist reported that the et tubing was in an "awkard position" when the incident occurred and there was an initial thought the patient had self extubated, but upon reintubation the physician stated the et tube placement was fine.the ventilator was tested by a third party which is the contracted provider for pm's and equipment repair. This ventilator is a rented unit from hillrom. The last preventive maintanence performed on this unit was performed by hill rom just a few months prior. The third party performed their inspection of the unit and could not duplicate the problem with no error code detected. There was no harm to the patient and no further intervention was required. Manufacturer response (as per reporter) for 7200 ventilator, (brand not provided)unknown at this time.